Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unknown) who was complaining of chest pains. The medics were using a three lead ECG cable and electrodes with the device to monitor the pt primarily in lead 2, but were receiving an intermittent "ECG lead off" message on the device screen. The same message would also intermittently occur in all three leads. The medics changed the three lead ECG cable, but they continued to intermittently receive the same message. Turning the device off and then on again helped at times, but did not consistently help alleviate the reported problem. The complainant alleged that there was no adverse effect on the pt as a result of the reported malfunction.